Event description:
New information received states that the device was replaced. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: h6 - adverse event problem - investigation conclusion code updated. H7 - correction (other remedial action) added. H9 - 1627487/06/02/2017/001-c added. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was unable to connect to the implantable pulse generator since having an unrelated surgical procedure in (B)(6) of 2021 estimated date. It is unknown if patient placed the device in surgery mode. Upon diagnostic testing generator error message was shown. Programming changes were attempted however it was unsuccessful. A surgical intervention is anticipated in the near future. No additional information is available at this time.